Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident and current blood glucose level was 120 mg/dl. The customer¿s blood glucose level after injection was 490 mg/dl and close to 400 mg/dl. The customer treated high blood glucose with shots. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm in the past. The insulin pump will not be returned for analysis.